Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Patient representative reported right side "weakness, myalgia (ndr), depression, thickening of capsule, seroma and double capsules, recall," and capsular contracture baker grade unknown. Device was explanted.